Event description:
The core impaction drill was sent for eval because it started to smoke from the connection point during testing. There was no pt involvement; no adverse consequence was associated with the device.

Manufacturer narrative:
The device was not recognized by the console. Visual exam revealed corrosion and debris within the internal components of the device.